Manufacturer narrative:
This supplemental report is being submitted to provide the patient's gender, update the outcomes attributed to adverse event, correct the event date, provide patient's medical history, correct the common device name and device procode, correct the manufacturer's city, provide the concomitant drugs used, update the initial reporter information, correct the manufacturer's city, update report source, provide the PMA/510(k) information, update the device evaluated by manufacturer, update the event and evaluation codes. The device referenced in this report was not returned for evaluation.

Event description:
Additional information was provided reporting that the event was a cardiac tamponade; however it was recognized immediately and treated quickly. There was no residual damage expected following the event. The patient was kept in the hospital for three nights, a standard for this type of procedure. The physician's opinion of the event was indicated as procedure-related.

Manufacturer narrative:
This MDR is the result of a retrospective review of complaints for the purpose of identifying concomitant devices. The reported event describes side effects from the procedure or patient symptoms due to their condition. This product is considered a concomitant device and did not contribute to the reported event. The device referenced in this report was not returned for evaluation.

Event description:
Baseline bp noted to be elevated at start of procedure. 11f sheath for ice catheter (avunav biosense webster); 6f sheath for quad (jsn st jude medical); 7f sheath for deca cs catheter (bard); 8f sheath for smarttouch ablation catheter (df curve biosense webster) femoral venous access gained and rvot was mapped with no earliest site found during vebs patient complained of chest pain throughout procedure. No ECG changes observed. Ice catheter in situ initially showed clear pericardial space. Sl gtn administered. Femoral arterial access was gained (8f sheath only) and ao cusps and lvot (retro ao approach) were mapped, earliest sites found at lcc. Ablation was performed at earliest sites via anterograde ao cusp site and in lvot at adjacent site. Further chest pain was experienced during left sided access, reaching 7/10 following mapping and ablation. Ice catheter showed pericardial effusion. Catheters withdrawn and pericardial tap performed. 5l fluids pushed through IV during effusion stage as bp was low (likely compounded by gtn). Only 150ml blood removed from pericardial space. Pain did not resolve. Patient became increasingly distressed, complaining of pain radiating to back. Met call due to thoughts of possible ao dissection. No dissection or region of escape noted on ice or tte. Patient sedated by met anaesthetist. Ao gram performed and no evidence of ao dissection noted. Bp stabilised and tap remained in situ. Patient woken and pain was resolving. Worth noting that there were anticoagulation issues throughout case. 4000 iu heparin administered prior to left sided access. Act was checked = 140 sec. Cannula found to be fallen out / tissued. Further 3000 iu given by dr. Act taken during mapping returned at 540. Protamine was given as soon as effusion noted. Final act was taken towards the end of procedure, results could not be obtained upon asking several staff members. Particulars of ablation: stockert on temp control setting, as appropriate for smarttouch catheter. 35 watts, with max temp cut off set to 48 degrees. Fluid irrigating at 30 ml/min per IFU at 35w. A total of 8 rf applications with up to 33g force noted during ablation. Occasional [?]high force' readings (over 50g) during mapping, corrected immediately on feedback from carto reps. Discussed case with dr (B)(6) afterwards and he noted that at no stage did he get tactile feedback on perforation. Was unsure what the culprit was - rv apical catheter, ice catheter or ablation catheter. This is not information that we'll be able to find out as there was no evidence of perforation on ice or toe, nor during ao-gram. Patient left the lab in a stable condition. Additional information was provided reporting that the event was a cardiac tamponade; however it was recognized immediately and treated quickly. There was no residual damage expected following the event. The patient was kept in the hospital for three nights, a standard for this type of procedure. The physician's opinion of the event was indicated as procedure-related.

Manufacturer narrative:
This report is submitted on request by the FDA to correct the follow up report number.